Event description:
Three years after the patient's cochlear implant surgery, the patient's device was received with paperwork reporting that the patient experienced a "sudden unexpected failure". Explantation and reimplantation with a new device occurred in 2005.